Event description:
According to the reporter, during a laparotomy distal gastrectomy, on the first firing of the stomach resection, the handle was stiff and cannot be squeezed, a crack sound was heard and the staples were not fired, so it was stopped being used. Afterwards, another handle and cartridge were utilized to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.